Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and shows that this product met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. (B)(4). Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable.

Event description:
Edwards received information that a 27mm bioprosthetic mitral valve, implanted approximately three (3) months and twenty-one (21) days, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 27mm. No further information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Without device return or additional information the root cause is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.